Event description:
It was reported that this pacemaker system exhibited a non-sustained ventricular tachycardia episode caused by noise oversensing of electromagnetic interference. Technical services (ts) was consulted and notes less than two seconds of pacing inhibition. The health care professional (hcp) will continue to monitor the system. No adverse patient effects were reported. This device remains in service.